Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in a used condition. During analysis, visual analysis found no discrepancies. Leak test was performed using hydrostat vessel and there was a leak detected in the air vent of the filter. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking at the filter. There were no patient adverse effects due to the reported event.